Manufacturer narrative:
Upon receiving the pump, the distributor performed a history review and system check. Altitude alarm were confirmed to have occurred on event date. Pump was received with 6 blocked vent holes on back of pump. After cleaning the vent holes, the pump performed as intended.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred. There was no reported adverse impact to customer's blood glucose. Reportedly, customer reverted to using an alternate method of insulin therapy.